Manufacturer narrative:
In the last 18 months we have received one other complaint against this product while producing 5,859,856 units.  The other complaint was for bursting also, however no sample was available of the failed product.

Event description:
Received information that customer sustained injuries on (B)(6) 2016 which occurred after using cardinal health cold pack.  The cold pack was applied to the back of her right leg. No contact with customer for additional information due to litigation.

Manufacturer narrative:
A device history record review was completed on the reported lot number v6l049. The lot of was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Since no sample has been returned at this point, we cannot determine a failure mode or definitive root cause. The instructions for use state ¿do not apply to broken skin.¿ the plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. One hundred and twenty-three samples from this lot were tested at predetermined locations to best gauge the seal integrity by pull test and functional leak testing. All samples pulled from this lot met the predetermined criteria before they were released.  A corrective action will not be initiated at this time since a sample is not available to confirm the issue and identify a root cause. Additional action will be considered if other information becomes available or a sample is provided.